Manufacturer narrative:
Unique identifier (UDI) # (B)(4). The last calibration was performed on (B)(6) 2021. No alarms were noted. Qc was acceptable. There is no indication for a reagent performance issue. The alarm trace contained a sample liquid level detection noise alarm after aspiration. The field service representative found that the reagent cover was not seated properly and the pipettor was hitting it. He also found alignments were out of specification for the pipettor, mixer and reagent carousel. He performed all necessary alignments for pipettor, mixer and reagent carousel. He verified that the system was performing within specifications. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable elecsys hcg + beta results for 4 samples for the same patient on a cobas e 411 immunoassay analyzer. Sample 1: the initial result was 62.9 miu/ml. On 12-apr-2021, the sample was repeated and the results were <0.1 miu/ml, 51.8 miu/ml, and 1.4 miu/ml. Sample 2: on 9-apr-2021, the initial result was 0.6 miu/ml with a data flag and the result repeated at 0.466 miu/ml. On 12-apr-2021, the sample was repeated and the results were 96.2 miu/ml, 44.8 miu/ml, and <0.1 miu/ml. Sample 3: on 12-apr-2021, the initial result was 0.2 miu/ml. The repeated results were <0.1 miu/ml, 24.8 miu/ml, and 86.3 miu/ml. Sample 4: on 13-apr-2021, the initial result was 0.1 miu/ml. The repeated results were 7.5 miu/ml and 24.98 miu/ml. The results from all of the patient samples were reported outside of the laboratory. It is unknown which results were deemed correct. Two reagent lot numbers were provided, it is unknown which reagent lot was used for each sample. The reagent lot number is 51653905 with an expiration date of 30-apr-2022. The reagent lot number is 470489. The expiration date was not provided.